Manufacturer narrative:
According to the customer, during a "cardiac cath procedure" it was noted that there was "significant free lint on ivus catheter prior to a repeated insertion" which therefore required it to be "wiped" a second time before entering the body on (B)(6) 2026. The customer reported that while "working in a svg to om" they were "unable to advance filter wire across lesion" and there was "no flow" noted in the "native coronary" after "balloon inflations and first stent placement". According to the customer, the towels were used to "absorb blood" at the access site, they were "dampened to tack down supplies on the table per standard practice" and used to wipe wires "per standard practice each time they go in and come out of the body as well as each time a pci device is removed or inserted over the wire". The customer reported that due to the incident "extra time" was required to wipe down the wire and devices "more than once to ensure any free lint was not introduced to the body", and "adenosine was given repeatedly in the coronary to improve flow in the microvasculature along with repeated doses of ic nitroglycerin". The customer reported that flow was not restored until "a subsequent stent was placed and angioplasty was performed to ensure optimal placement", and "intracoronary adenosine and nitroglycerin was given again". The customer stated they "do not know" if the complication was related to the reported product problem because "no reflow can happen when a filter wire is not used in a bypass graft angioplasty". The customer reported that "EKG post pci showed new st elevation, but cardiology stated that this change was not acute". No additional information is available at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, during a "cardiac cath procedure" it was noted that there was "significant free lint on ivus catheter prior to a repeated insertion" which therefore required it to be "wiped" a second time before entering the body on (B)(6) 2026.